Manufacturer narrative:
During a onsite visit the company representative was not able to confirm the customer reported event. The company representative verified and found system met specifications. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A coordinator reported that the laser was programmed at 120 microns but the cut was made at 182 microns in the left eye. In follow up the patient was noted to be hyperopic. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.